Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event). Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any;defects¿ or;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Health effect - clinical code :e2402 health effect - clinical code :e2103.

Event description:
It was reported that the patient had two strong sneezes and since the event they have been experiencing constant stimulation and neck spasms. The device was disabled and x-rays were performed, no anomalies were seen. The physician added that after the massive sneeze; the patient experienced neck pain, shortness of breath and appeared really flushed with stimulation. Parameters were reduced for the patient to the most tolerable current and after no resolve the device was disabled. Per physician, the alleged constant stimulations were due to a residual affect of the muscle spasms. Update was received that the neck spasms are due to the stimulation and it is suspected that the lead is dislodged. The patient has been referred for a lead revision and the device remains disabled. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
X-rays and additional session reports were provided.